Event description:
Advocate stated his daughter received a blood glucose reading of 29mg/dl on the contour next link and had strange symptoms of low readings such as no memory and out of control. She drank a (B)(6) carb juice. She mixed test strips from different bottles and incorrectly stored them in the refrigerator. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.